Manufacturer narrative:
Concomitant products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient had an extension and lead revision in 2009. The patient went from a paddle lead to a percutaneous lead. During the revision there were no allegations of a system use issue. The reason for the revision was because the patient developed pain in the right leg in addition to the left leg. The patient recovered completely.